Manufacturer narrative:
A ge service rep performed an on site investigation. The cine drive was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9800 system had an intermittent cine drive not available error message outside of a case. No pt injury was reported.